Event description:
Per report, the olympus fiberoptic video upper endoscope was fitted with an overtube and introduced into the esophagus, and overtube was gently advanced so the proximal end of it fitted into the mouthpiece. A scope was used to inspect the distal esophagus. The scope was pulled out and fitted with a six-shooter banding apparatus that was introduced through the overtube easily and six bands were applied with difficulty because of active bleeding. The scope was then pulled out and fitted with another six-shooter apparatus. Three bands were fired, bleeding continued, and no other varices were found to band. The scope was pulled out and the overtube was removed, but only the upper portion came out. The rest of the tube apparently slipped down a few centimeters and seemed to be positioned between about 36cm below the esophagus and the general area of the upper esophagoscope sphincter, and the md could not touch it. The pt was intubated. A surgeon tried to remove the tube with a rigid esophagoscope, but was not successful due to the limitation of rigid esophagoscopy. The tube was pushed into the stomach and removed with surgery. The risk mgmt could not determine the amount of times used or the age of the overtube. It is cleaned per IFU (soaking for 20 minutes).